Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death, difficulty breathing. Medical intervention was not specified. The patient had intention of making appointment to determine whether they had copd but died before the appointment. Follow up information: a dreamstation auto CPAP device was returned to manufacturing service center/ product investigation lab (pil) as part of the uno recall process with a previous complaint of dyspnea and patient death. During the evaluation of the device, the service technician observed visible foam particles.

Event description:
The manufacturer has been informed of a patient's death who was using a dreamstation auto CPAP w/hum/cell, dom device. The review of the complaint found that the information provided was inadequate, prompting the need for a report. Currently, there is no evidence to suggest that the device caused or contributed to the patient's death. The spouse reported that the patient had been experiencing difficulty breathing and was seeing a physician for sleep apnea. The manufacturer's investigation is ongoing, and a follow-up report will be provided upon completion.